Event description:
Product was being used during a c-section. The pt was 200+ pounds. The doctor attempted to use 2 other regular length spinal needles, but they were not long enough. An introducer needle was used in the procedure. The needle broke off after insertion, and the severed piece had to be surgically removed from the pt. The risk manager at the facility said the doctor may have mentioned shearing when removing the spinal needle through the introducer needle.